Manufacturer narrative:
A ge healthcare service representative performed a checkout of the equipment and confirmed the reported complaint. The bag/vent micro switch was replaced, and the unit was returned to service.

Event description:
The hospital reported the unit did not switch from manual to mechanical ventilation as expected. There was no report of patient involvement.